Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open lumbar fusion t10-s2 due to degenerative disc disease. Intra-operatively, the set screw broke off at the thread level not at the smooth break off portion of set screw. Metal cutting burr was used to cut the set screw and removed crosslink with vicegrips. There were no patient complications as a result of alleged event. No fragment of the product is remaining in the patient.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed that the crosslink was damaged in several locations which is consistent with the event description of using a cutting tool and vice grips to remove the crosslink. The cone set screws were not returned for analysis. If information is provided in the future, a supplemental report will be issued.